Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. No unexpected replace battery now alarm noted or low battery alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specifications. Unit was received with minor scratched lcd window, cracked retainer and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now. The customer's blood glucose level was unknown at the time of the incident. The alarm was not resolved during troubleshooting. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced. The insulin pump will not be returned for analysis.